Manufacturer narrative:
Corrected data: in, the patient code and device codes have been updated to reflect the additional information.

Event description:
Further follow-up indicates the patient is experiencing ineffective stimulation from their scs system. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-11624, 1627487-2019-11625. It was reported the patient is seeking surgical intervention for an unknown reason. Further information is pending.